Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported audible "patient alert" for high pacing lead impedance (greater than 1000 ohm) was generated. Consequently, a revision procedure for lead replacement was completed. However, during the revision procedure, the appearance the lead coil in the pocket gave the opinion that the patient has twiddler syndrome.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Corrected event type code. Corrected initial reporter title. Evaluation summary: (B)(4): distal conductor fractured, and blood was noted on conductor and helix; the defib conductor was distorted and helix was bent; full lead returned and analyzed.